Event description:
Complainant alleged that while treating a patient the device was attached to the patient via one-step electrode pads and there was an arc underneath the electrode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.